Event description:
Baxter canada reports home patient (hp) disconnected pt line of homechoice set during treatment on homechoice device. Husband of hp reported hp sealed her catheter with her thumb rather than a minicap as instructed by her dialysis unit. Hp was assisted in ending treatment early and was advised by baxter technician to call rn. No pt injury or medical intervention reported by baxter affiliate.